Event description:
The hcp reported that the patient was experiencing lack of pain control. It is unknown what medication the patient was receiving. A fracture at the entry point near a purse string suture was noted and a catheter replacement was performed. No further patient problems were reported by the hcp.